Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having a chipped tooth due to their teeth hitting each other. They also reported having a bite malformation. Requested additional information and bite video. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.